Manufacturer narrative:
(B)(4). Date of initial report : 2/02/2016. The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a storz bipolar resection loop sparked strong during cut. The cords preheat and stop working before 50 sterilizations, (usually before 10 sterilizations) and sometimes won't work in cut or coag mode. Initial evaluation of the incident device found the connector housing is melted and failed hipot.

Manufacturer narrative:
(B)(4). The device was received and the investigation found the connector was damaged on pin 1 and the cable did not pass continuity testing. The investigation confirmed the reported condition of sparking and not working. Potential issues related to handling, storage and use of the cable in the field are unknown. The root cause of the reported event is undetermined. Review of the DHR indicates the returned cable had passed required testing and inspections before original shipment.